Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -08.00 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient complained of eye distension, eye pain, dizziness and headache. The problem was resolved. The cause of the event was unknown. Patient in good condition after surgery.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -08.00 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient complained of eye distension, eye pain, dizziness and headache. The problem was resolved. The cause of the event was unknown. Patient in good condition after surgery.